Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/23/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a post-market surveillance surgeon survey that the some of the suture absorbs too fast. No additional information can be obtained.